Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower 2 constantly was failed. A field service engineer cleaned latches to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower 2 was constantly failed. Customer stated that was not able to be accessing medications for patient during this failure and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.